Event description:
It was reported the customer had battery issues with their insulin pump. Customer stated their battery only lasted for a few hours. Customer has tried a new battery cap, but the issue persisted. It was also found the customer had an unexpected restart alarm on their insulin pump. The customer was also unable to navigate to their basal screen due to button issues. The customer was able to adjust their max basal settings at the end of the call. Customer's blood glucose was 12.5 mmol/l. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.